Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
During inspection of the returned loner instruments from the hospital, it was found that the tension pin of depth gauge had separated. According to sales rep, there was no problem during operation.

Manufacturer narrative:
Evaluation summary: product inquiry states the screw gauge to be the subject product. No further associated products were reported. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the screw gauge had been in use for a longer time (manufactured in 2011), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. During investigation no material, design or manufacturing related issues were found. The spring that holds the measuring hook in the corresponding sleeve is broken off. The appearance of the breakage surface indicates a forced fracture of the spring due to overload, most likely by bending stresses. Scratches in the slot, where the spring is normally seated, suggests that the spring broke during cleaning pre-operatively in the hospital by applying too high bending forces. According to the sales rep, no problems or difficulties were faced with the device during the surgery. In case of intended use such damage would not have occurred. According to the manufacturing process for the screw gauge, the manufacturing step for mounting the spring is laser welding. A microscopic examination performed showed that the welding seam around the spring was performed correctly. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. No non-conformity was identified.

Event description:
During inspection of the returned loner instruments from the hospital, it was found that the tension pin of depth gauge had separated. According to sales rep, there was no problem during operation.